Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record, for the above 3 devices, identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The reported patient effects of worsening mitral regurgitation (mr), mitral valve injury, mitraclip device emboli, and failure to retrieve mitraclip components (foreign body in patient), as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. All available information was investigated and the reported single leaflet device attachment (slda) and subsequent complete clip detachment (ccd) appear to be related to patient morphology/pathology and likely due to the prolapsed and flailed leaflets. The reported patient effects of worsening mr and leaflet tear appear to be secondary effects of the slda and due to the clip detached from the anterior leaflet. The reported embolization and foreign body left in patient is a result of procedural conditions and due to the clip completely detaching from both leaflets. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the clip delivery system was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This report is filed because the deployed clip detached from one mitral valve leaflet, but remained attached to the other mitral valve leaflet, resulting in leaflet injury and requiring intervention. The clip later detached from both leaflets. It was reported that the initial mitraclip procedure was performed on (B)(6) 2016, to treat degenerative mitral regurgitation (mr) with a grade of 4. Three clips ((B)(4)) were implanted, reducing the mr to 2. On an un-specified date, the patient returned and it was found that one clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). There was some leaflet damage due to the slda, and the mr had increased to 4+. A second procedure was performed on (B)(6) 2016, for stabilization of the slda clip and reduction of the mr. One clip was implanted, reducing the mr from 4+ to 3-4. On (B)(6) 2016, a chest x-ray and CT scan found that the slda clip had detached from the posterior leaflet and embolized to the pulmonary vein. The patient is currently stable and no further treatment has been performed. No additional information was provided.